Event description:
A customer reported experiencing a high blood glucose (bg) event, with levels exceeding 400 mg/dl with ketones (level unknown). Cause was not known. This event necessitated a visit to the emergency room on (B)(6) 2025, where the customer stayed for 24 hours. The issue did not result in any injury. Treatment included IV fluids and insulin, and it successfully resolved the problem without any permanent damage. The customer subsequently conducted a system check and required no further assistance.